Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions to reset the pump from technical support, successfully reset it, and was advised to continue using the pump unless the malfunction code recurs.